Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) was isolated to an internally shorted c655 and u612 inverting charge pump on the ca board. Upon investigation the monitor was unable to complete a baseline and did not pass essential performance testing. The root cause for the shorted components could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 204.